Manufacturer narrative:
Block h6: medical device problem code a150201 captures the reportable event of stent would not deploy in the bile duct. Medical device problem code a0401 captures the reportable event of handle break. Block h10: a hot axios stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was received fully covered by the outer sheath and undeployed and the delivery system was returned in "position 2". A functional inspection was performed by backloading the guidewire through the axios delivery system; however, the guidewire did not exit at the monopolar section as expected. A destructive inspection was necessary to destroy the delivery system; torsion was identified and the outer sheath was found twisted. No other issues with the stent and delivery system were noted. The reported event of stent failure to deploy and handle break were confirmed. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed in the bile duct during a choledocoduodenostomy procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall;" however, this device is not indicated to be placed in the bile duct. Furthermore, it was also reported that the handle was rotated as the device was luer locked to the scope which is not indicated per the IFU. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that the technique used by the physician when adjusting the position of the scope, locking and unlocking the deployment hub and/or the force applied to pull the deployment hub could have caused the handle to be rotated incorrectly per the IFU. This may have led to the twisted sheath, the stent failure to deploy and the guidewire being unable to advance. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was poor sleeve function ,blood splatter/leakage or other sample leakage. The following information was provided by the initial reporter: translated to english. The customer stated: "the secondary needle to which the blood tubes connect is not properly retracting the rubber part, during tube changes, leaving it exposed and dripping blood; the needle bevel does not cause adequate skin perforation, causing discomfort at the time of puncture."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was poor sleeve function ,blood splatter/leakage or other sample leakage. The following information was provided by the initial reporter: translated to english. The customer stated: "the secondary needle to which the blood tubes connect is not properly retracting the rubber part, during tube changes, leaving it exposed and dripping blood; the needle bevel does not cause adequate skin perforation, causing discomfort at the time of puncture."